Manufacturer narrative:
This report was initially submitted following notification from a customer in the united states regarding three (3) false positive (resistant) cefoxitin screen results when testing three (3) patient isolates for staphylococcus aureus using the vitek® 2 ast gp78 test kit (ref. 421051, lot 2781246203). The customer revealed during troubleshooting that their procedure manual directs them to clean contaminated dispensette by running a soapy suspension through, followed by bleach and rinsing, and the tip is cleaned by wiping with alcohol. The customer said that this has not been done in years, but was advised to autoclave the dispensette. The customer was also advised to clean optics weekly instead of monthly. A review of complaints associated with vitek® 2 ast gp78 test kit lot 2781246203 did not identify a trend for this card lot. Submittal of the isolates is required in order to confirm a vitek® 2 discrepancy compared to the reference method. No investigational testing could be performed as the customer did not save the isolates from the patients. The vitek® 2 ast gp78 lot 2781246203 met final qc release criteria. The lot passed qc performance testing for the cefoxitin screen.

Event description:
A customer from the united states notified biomerieux of obtaining (B)(6) screen results for (B)(6) using the vitek¿ 2 ast gp78 test kit (ref. 421051, lot 2781246203). The initial test gave a result of (B)(6) was modified to (B)(6) by the advanced expert system (aes). The second test gave a result of (B)(6). (B)(6) testing was performed as an alternate method. The results obtained were (B)(6). There is no indication or report from the laboratory that the (B)(6) results led to any adverse event related to the patient's state of health. A biomerieux internal investigation will be initiated.